Event description:
It was reported that "it was unable to pace during use. There were no patient complications reported."

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital due to infection. Without the return of the product the customer report of pacing difficulty could not be confirmed. A device history record review was completed and documented that the device met all specifications upon distribution. It is not known if any clinical factors may have contributed to the event. No actions will be taken at this time.